Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic side to side anastomosis. According to the reporter: on the third firing, a spent reload had been loaded for use. This resulted in severing the bowel leading to extensive tissue loss and blood loss. The procedure was a laparoscopic side to side anastomosis and was converted to an open appendectomy and total right colectomy. The procedure was extended by more than thirty minutes. No buttress material was used.